Event description:
Used ihealth covid 19 antigen rapid test. Retail box includes two test kits. After using one, replaced cap on the used buffer tube. New and used buffer tubes then became indistinguishable. This led to scrapping the second test kit in the box. A user not noticing the problem may discard the new buffer and re-use the used buffer leading to a wrong result on the second test. This could lead to false positive, or less likely false negative result. Could be resolved by making the dispensing cap one-time use, as in snap-off used in abbott binaxnow kits or peel foil in on/go kits. FDA safety report ID# (B)(4).